Event description:
An alert/notification settings issue was undetermined. However, an app crash was found in connection to the reported allegation. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).